Event description:
We requested a calibration verification kit for the triverity myrna to meet minimum clia regulation standards. The company came up with this mini-verification kit for us to use to meet the requirements. When we received this package on (B)(6) 2026 we noticed the expiration date on the outside box was different from the individual tubes. There is a statement "the expiration date on the tubes has been extended. See the revised expiration date above on lbl-00120." We requested the company send us supporting documentation to show the expiration date could be extended on 07/06/2026, when following up we were told they had to get the documentation together to send to us. When following up again today (B)(6) 2026, we were told "we are in the final stages of our compliance team issuing a report for this purpose. As soon as I have a copy, I will pass it along."